Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged low glucose after prior corrections and a meal announcement, with a nadir of 46 mg/dl and recurrent readings below 80 mg/dl before returning to range after oral glucose tablets. Symptoms included hypoglycemia. Outcomes included the need for urgent low and low glucose alerts and user self-treatment with oral glucose, without hospitalization. Investigation included troubleshooting and education with the patient regarding hypoglycemia management. Investigation of this case revealed an unclear cause of hypoglycemia in the context of recent corrections and meal announcement, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.